Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that after changing the cartridge, loss of prime warnings continued to be emitted. The patient was advised to change the cartridge using one from a different lot and contact customer technical support if the issue continues. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.